Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012586597 was returned and analyzed. The catheter had a visibly exposed nitinol ball, and the spiral array at electrode two was kinked, with an inconsistent distance between electrodes two and three. The steering function operated normally, enabling approximately 170° rotation in both directions at the distal catheter tip. However, the slide function was stuck, although the capture device itself appeared typical with no unusual features. The catheter connected to the test catheter interface cable (cic) without resistance, and the connection was secure, evidenced by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff, even after softening the guidewire lumen with disinfectant to dilute potential dried blood. The steering function remained normal, achieving approximately 170° rotation in both directions, but the slide control mechanism was limited due to stiffness. The catheter was reprogrammed before connecting to the generator via a test cic, and therapy deliveries were successfully executed. Hipot testing confirmed the integrity of the electrode wires insulation. However, electrical continuity testing revealed an open loop at electrode two. X-ray imaging confirmed that the nitinol ball was partially dislodged from the dual lumen, leading to exposed electrode wires. It also showed entangled wires in the shaft region. Additionally, a dissection of electrode two revealed a detachment between the electrode and its wire. In conclusion, the catheter failed the return product inspection due to a nitinol array dislodged form the dual lumen, electrode wires exposed, electrode wired detached, entangled electrode wires and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were several issues observed. Intermittent noise was detected on electrodes, most often on pairs one and two and eight and nine. The catheter appeared misshapen on fluoroscopy and lacked a 20-degree forward tilt. Additionally, there was inconsistent spacing between two electrodes. The catheter was prepped according to recommendations, but achieving contact with the tissue was more challenging than usual. Toward the end of the case, the catheter was removed from the body, and a new catheter was provided, which improved the procedure's progress. The case was completed successfully, and the patient remained in stable condition throughout. No patient complications have been reported as a result of this event.